Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2018, experiencing chest discomfort. The physician performed an echocardiogram. Pericardial effusion was discovered. The patient was hospitalized. It is unknown how the effusion was resolved; no intervention was ordered. No additional information was reported.

Event description:
New information noted that the effusion was resolved without any intervention. The patient was stable.